Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from main body (light blue) of a minicap extended life pd transfer set. This issue occurred while the patient was at home and disconnecting from a peritoneal dialysis therapy session. On the same day, the patient went to the clinic to get their transfer set changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.